Event description:
Pt underwent video-assisted thoracoscopy with wedge excision of multiple small pulmonary nodules on (B)(6) 2012. A nodular area was resected using multiple firings of an endo-gia stapler with a green load. The stapler misfired and add'l staple loads were needed. During postoperative office visit on (B)(6) 2012, 4 foreign objects were noted on chest xray. They appear similar to the oval clamp cover for tissue gap control on the outer surface of the endo gia straight loading unit.